Event description:
The customer reported that the system monitor sometimes does not display an image. After the system was rebooted, it worked no trouble.

Manufacturer narrative:
The ge service rep checked the system, but did not find any problem.